Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "during a central line placement, the clinician observed blood leaking from the hub of the needle during aspiration. The procedure was successfully completed using an alternate needle from the kit." Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the distributor; however, no response or additional information was received.